Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Bg cause was unknown. Bg was addressed via a correction bolus, and a supply change. A system check was performed, and it was found that the customer was reusing the cartridge. Recommendation was made to consult with a healthcare provider regarding diabetes management.